Event description:
Bipolar impedances were greater than 4000 ohms on multiple electrode combinations (see documentum for complete document). The pt was referred to a neurosurgeon. Intraoperative impedance testing revealed the same results. The lead was replaced. The implantable neurostimulator was replaced since it was several years old. There was no pt injury associated with the event. The pt recovered without sequela. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). The lead, extensions, and neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.